Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with normal operating currents. The pump was monitored and no battery alerts or alarms occurred. The pump passed the displacement, prime, and excessive no delivery tests. No excessive no delivery was noted. The following physical damage was also found: a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keeps alarming with no delivery during bolus attempts. The patient's blood glucose at the time of incident is unknown. The customer also mentioned that the pump could not hold a battery charge. Troubleshooting could not occur at the time of call since the customer did not have the pump with him. The customer declined to return the infusion set and reservoir for analysis. The insulin pump was returned for analysis and a replacement device was shipped to the customer.